Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter does not flash when connected to the sensor. Customer's blood glucose was 156 mg/dl at the time of incident. Troubleshooting found that the cannula was missing and may have broken off. No further information was given.